Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that two 60 degree ideal suture graspers broke during a shoulder arthroscopy/rotator cuff repair procedure. The hook on the tip of the device bent out so that it could not hook the suture. The button on the device also did not work. The surgeon removed the devices when the hook bent and tried to bend back into shape to use, however, the tips broke off the wire while trying to bend it back into shape. The break occurred outside the patient. The surgeon used something else to complete the procedure with no patient consequence and a two minute delay.

Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No non-conformances were identified for this part number, lot number combination per qlik query executed on 08/30/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 08/30/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.